Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during the first use of the hoffman set, both of the ball bearing fell out during use [from the quick release chuck]. It was reported that the bearing were recovered. It was reported that upon inspection of the device, the sleeve had retracted so far as to allow the ball bearings to fall out. It was reported that the user was able to manually pull the device apart.

Manufacturer narrative:
The reported event that quick release chuck apex for ø5mm pins ao / jacobs fitting was alleged of issue s-11 (breakage during surgery) could be confirmed, since the device was returned for evaluation and matches with the reported failure mode. Based on the investigation the root cause was attributed to a user related, viz. Careless refurbish/maintenance process. The device inspection was performed and it was observed that the components of the chuck were in a disassembled condition. This product is not supposed to be disassembled in normal case. No significant dent or damage marks were available on external surface of any of the component. Detail visual inspection revealed that the 2 components of quick release chuck part number 50571005-3 & 50571005-2 showed dent marks which confirm that, proper press fitting of the two components was available when the product was manufactured. Based on the investigation it can be concluded that the root cause can be attributed to a user related issue. It is suspected that the hospital facility disassembled the device for cleaning. Quick release chuck is not recommended to be disassembled, and re-assembly after disassembly will not give its complete functionality as the press fit between the necessary components of the device will be lost. It is expected from that the user should ensure that they are familiar with the recommended uses, compatibility and correct handling of the instrument, to avoid causing any such failure. A review of the device history for the reported lot did not indicate any abnormalities. Functionality test and dimensional inspection were done according to specifications & no deviation from the specifications was noted during manufacturing. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. The operative technique was reviewed which sets forth detailed recommended procedures for using stryker osteosynthesis devices and instruments and it describes in detail the method of usage of the quick release chuck. The instruction for use clearly instructs that it should be ensured before every operation that all the devices to be used during the operation function correctly with each other. Also it states that the instruments should be treated carefully to avoid surface damage or alterations to the instrument geometry.

Event description:
It was reported that during the first use of the hoffman set, both of the ball bearing fell out during use from the quick release chuck. It was reported that the bearing were recovered. It was reported that upon inspection of the device, the sleeve had retracted so far as to allow the ball bearings to fall out. It was reported that the user was able to manually pull the device apart.